Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was not confirmed nor duplicated during evaluation. However, baxter quality engineering confirmed the reported condition as a user interface module printed circuit board (uim pcb) failure. The assignable cause was determined to be a defective uim pcb. The uim pcb was replaced to fix this condition. The user interface module software version is colleague p1.5(6.63.92). Additional investigation is being conducted through mdq-CAPA-(B)(4).

Event description:
This is a report from baxter (B)(4) of a colleague infusion pump in which there was intermittent trouble on each pump channel. It is unknown when the reported condition occurred or if there was patient involvement. No patient injury or medical intervention was reported. No additional information is available. The software version is currently not known.

Manufacturer narrative:
The device is reported to be available for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).